Event description:
It was reported that the device reached elective replacement indicator (eri). The physician thought the battery seemed to have dropped prematurely from the last follow up. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) - the device was returned and analyzed. The battery depletion was found to be normal and met expected longevity.